Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that two devices were returned. Device one: the suture and both anchors were returned detached from the device. The depth limiter button was in the default position. The actuator tip was in the t1 position. Device two: the suture and both anchors were returned. Both anchors were attached to the suture. The suture was partially within the depth gage tubing. The depth limiter button was in the default position. The actuator tip was in the t2 position.. A functional evaluation was performed on the returned device and found that the actuator tip functioned as designed with both devices. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, after the fast fix t1 was implanted, t2 could not be deployed. The procedure was completed using a back-up device. It is unknown if there was a delay. No patient complications were reported.